Event description:
Plaintiff alleges the development of latex allergy from her exposure to latex gloves. She alleges suffering from dermatitis of the hands, on -going rashes, eyelid swelling, lip swelling, nasal congestion, throat constriction, shortness of broath, and dysphagia. Further alleges that she has suffered and will continue to suffer in the future, extreme emotional distress from her inability to engage in her normal activities and loss of enjoyment of life. She also alleges suffering wage loss and depreciation of her earnings and earning capacity and will continue to do so for an indefinite time.